Event description:
Rptr had a fusion of 3 vetebra and received the plate and screws during surgery. He had only a tiny amount of tingling in his left middle toe. Since surgery, he has no feeling in his left leg. His back and legs are worse and he has just retired on medical disability due to this problem.